Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which an additional lead was added to provide coverage of the left side for the patient's pain pattern. Effective therapy was established post-op.